Event description:
Patient with history of central venous stenosis and end stage renal disease underwent balloon angioplasty. During the procedure, the balloon broke along with the shaft. The balloon was grasped with a snare and could not be brought out through the right femoral vein. Patient was taken to or for a cut down procedure to remove retrained balloon catheter (distal end) from right groin area.